Event description:
It was reported that during the implant procedure, the rv/svc lead 6947-65cm used peri-operative and could not screwed in myocard. The helix indicator mechanism didn`t move during screwing. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. Upon visual inspection blood was found in/on the helix/lobe mechanism (sleeve head).